Manufacturer narrative:
The reported events were sensing noise and mode switch. As received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. The reported event of sensing noise was confirmed. Visual inspection of the lead found a full breached outer insulation degradation adjacent to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can and outer insulation degradation.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited noise that had been ongoing for a couple of years and was managed by different physicians. Upon review of the transmission, it was noted that the ra lead exhibited over-sensing which led to inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable throughout the procedure.